Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) crushed. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the ocular fluid damage, the cfb (coherent fiber bundle) fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable for control body fluid damage, the ocular cloudy (not clear view), the objective lens cloudy (not clear view), the control body corroded, the lg prong top leak, the bending rubber cut, the cfb screen cover glass scratched, the ocular dirty, the lg prong top dirty, the screen mask dirty, and the lg prong top loose; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(broken).